Event description:
During a left shoulder arthroscopy case, the arthrex fluid management pump allowed approximately 1500cc nacl to go into the male patient's shoulder joint very quickly. Pump settings jumped from 30 to 70. The patient's arm became very tight and full. The surgeon evacuated as much fluid from the patient's arm as he could by squeezing it. The arthrex rep was in the operating room and suspected that the tubing sensor was faulty. The tubing was replaced and the surgery continued without any further issues. There was no reported harm to the patient and he was discharged home the same day.